Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2018 with a blood glucose level of 400 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with their insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit display battery icon display properly when a new battery was installed. Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No unexpected battery alarms, including low battery, weak battery, battery out limit or failed battery test alarms were noted during testing.